Event description:
It was reported to medtronic minimed that the customer reported a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer did not press a button down for 3 minutes or longer. The pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for keypad to response and keypad buttons remained unresponsive. The keypad overlay was removed, and corrosion was noted on the keypad traces, causing the unresponsive buttons. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Moisture damage was noted on electronic assembly. Unable to download unit using thus software due to unresponsive buttons. Unable to confirm 61=stuck key alarms due to unresponsive buttons. Unit was also received with cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, label damage (faded), cracked case, damaged display window cover, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegation was confirmed, unit was received with unresponsive buttons due to corroded keypad traces. Moisture damage was also noted on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.